Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-07209. It was reported the patient experienced healing issue at the anchor site. The patient received veraflo assisted closure therapy at the time. However, wound still hasn't healed. No infection was determined at the site. Surgical intervention may be taken at a later date to address the issue. Device information for lead and anchor is unknown at this time. Additional devices may be added at a later date based on available information.